Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to poor sensing. Looked like bundle morphology and oversensing. Auto setup was performed and all vectors failed. Technical services were consulted and troubleshooting options were recommended including assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to poor sensing. Looked like bundle morphology and oversensing. Auto setup was performed and all vectors failed. Technical services were consulted and troubleshooting options were recommended including assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported. Subsequently, a revision procedure was performed and the s-ICD was explanted, while the electrode was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to poor sensing. Looked like bundle morphology and oversensing. Auto setup was performed and all vectors failed. Technical services were consulted and troubleshooting options were recommended including assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported. Subsequently, a revision procedure was performed and the s-ICD was explanted, while the electrode was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.